Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed, the mechanical operation of the catheter shaft was kinked/buckled. The mechanical operation of the catheter was damaged. Visual analysis of the lead indicated damage during use. The analyst noted that only the distal end of catheter was returned, therefore progress of slitting is unknown. No slitter was returned, therefore condition and brand are unknown. The catheter is separated at 54cm (from the distal end), and stress cracking was visible on the shaft at separation site. The shaft was also flattened at various locations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the delivery catheter broke in half while slitting. The catheter was replaced. No patient complications have been reported as a result of this event.